Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergen has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of a damaged device as follows: "caution: the band, access port and calibration tube may be damaged by sharp objects and manipulation with instruments. A damaged device must not be implanted. For this reason, a stand-by device should be avail at the time of surgery."

Event description:
Reported as: "this time catheter broke on the side of the laphand. As surgeon was about to close it, the tubule broke." F/u: "as surgeon was about to close the laphand, the tubule, which is part of it, broke."